Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc was acceptable. The field applications specialist checked the hcg application parameters, and the application parameters were correct. The field service engineer performed performance testing with passing results. After the service visit, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 6000 e 601 module. On (B)(6) 2020, the patient's initial hcg result was 10,000 miu/ml with a data flag, and the analyzer performed an autodilution of the patient's sample and the repeat result was 394.7 miu/ml. The result of 394.7 miu/ml was reported outside the laboratory. On (B)(6) 2020, the customer performed repeat testing with the patient's sample due to "concurrent testing." The patient's hcg result on the same analyzer was 10,000 miu/ml with a data flag, and the analyzer performed an autodilution of the patient's sample and the repeat result was 17,996 miu/ml. The result of 17,996 miu/ml was determined the correct result for the patient. Hcg reagent lot number was 414421 with an expiration date requested but not provided.